Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer¿s blood glucose (bg) was 468 mg/dl. Reportedly, the customer cleaned the speaker holes, reloaded the cartridge and insulin delivery was resumed.